Manufacturer narrative:
Per the contract manufacturer, a check of the batch production record could not be performed, because a valid lot number was not reported. Additionally, a check of the complaint records could not be performed, because a valid lot number was not provided. Per the contract manufacturer, the perfluoropropane ophthalmic gas was unable to be evaluated, because the sample was not returned. As no sample was returned for evaluation. And with no additional, related information provided, the customer reported event was not confirmed. Based on the information obtained, the root cause of the reported event is end user error. The root cause of the reported event is end user error. Therefore, no further actions can be pursued at this time. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trend and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the wrong ophthalmic gas was administered that causing blood flow to the eye to be cut off. The procedure details were not provided. Additional information was received indicating the patient underwent a surgical procedure to repair a retinal detachment in her right eye (od). It was noted that the incorrect gas was given by the staff to the surgeon. The patient experienced an elevation in her intraocular pressures prompting the surgeon to perform a drainage procedure. Currently the patient is experiencing vision loss in the od.